Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0140341 ¿ device expiration date : 05/31/2025 ¿ device manufacture date : 08/31/2020. Lot # : 0140354 ¿ device expiration date : 05/31/2025 ¿ device manufacture date : 09/28/2020. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot numbers. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for these lots. CAPA/sa - based on the investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 pn relion 31g x 8mm 3b tw needles were leaking. The following information was provided by the initial reporter :   the consumer reported that the needles were leaking around the hub. Date of event: unknown. Samples: discarded.